Event description:
Patient reported a left side rupture and recall. The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this events.

Event description:
Patient reported a left side rupture and recall. Patient later reported "congestion and burning of the left breast", "isolated benign left punctate microcalcification", "upper end of the left implant there is a dense image", "axillary lymph nodes of normal appearance, some on the left with snowstorm sign in its thickness", "extracapsular rupture" and "presented skin lesions, adenopathies, inflammation and edema." Patient later reported "condition of infection and rejection of the extravasated material of the prosthesis." The device has been explanted.